Event description:
The customer contact reported that the device touchscreen calibration failed. The device was returned to the biomedical dept for an unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reported adverse pt events, no need for medical intervention and no delays in critical therapy while the device was in clinical use. During testing at the user facility, the device touchscreen would not calibrate. No add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.